Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a load cell verification test, system air leak test, and a valve actuation test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was reported by the patient¿s peritoneal dialysis registered nurse (pdrn) and a specific date of occurrence was unavailable, however the event took place approximately a week before it was reported to fresenius. There were no alarms associated with the event. The pdrn alleged that the patient drained no more than 1600ml. A 1600ml drain volume is 200% the patient's prescribed fill volume of 800 ml. As a result of the iipv event, the technical support representative advised the nurse to discontinue use of the cycler. It was reported that the patient does have an alternate treatment option. Additional information has been requested, however, to date a response has not been received. The cycler was scheduled to be returned to the manufacturer for physical evaluation.